Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device into the bronchus in a laparoscopic left video-assisted thoracoscopic surgery lobectomy, a loud click was heard and the device appeared bent. They also noted that the reload was not fully loaded on the device. This event caused the procedure to be extend for more than 30 minutes and the incision was extended for more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was received engaged with the subject instrument. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.